Event description:
A port was placed for chemotherapy treatment in 2002. Approximately four months post placement it was noted that the catheter was leaking. The port was removed via the proximal end and another port was successfully placed for continuation of treatment. No patient complications resulted from this event. This device has not been received for evaluation. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date for this failure mode on this lot number. However, without evaluating the device company is unable to determine if the device met its specifications. User technique during access and/or patient anatomy may have contributed to this event. However company is unable to determine the relationship between the device and the cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.